Event description:
Treatment included anti-inflammatory and painkillers.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported left side "peri-prosthetic collection" and expressed concern about "avoiding a sustained deterioration of my physical and emotional health." The device remains implanted. Patient has a history of previous implants.